Event description:
The customer reported the system is displaying filament and collimator errors on boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system, and reloaded calibration files. System was shut down properly. System operates as intended. This MDR is related to ge healthcare complaint.